Event description:
It is reported that a customer experienced high and low blood glucose ranging from 50 mg/dl to 437 mg/dl. The customer was treated at a hospital on (B)(6) 2015 morning. The caller mentioned that the caller woke up not feeling well. The husband tried to help by giving the customer orange juice but the customer started choking on the juice which led to the hospitalization. The customer reports scratches on the screen of their insulin pump, but stated that the pump works fine. The customer was advised to monitor the insulin pump and to call back if they had any issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.